Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-jul-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 8mg/ml; 2.9176 mg/day, bupivacaine 8mg/ml; 2.9176 mg/day and clonidine 180mcg/ml; 65.66mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported the patient experienced an increase in pain and had swelling around the pump site. A pump replacement was done recently. The patient was admitted to the hospital for pain management and a catheter dye study. The patient denied any falls or trauma. A dye study was completed. The dye leaked out of the left side of the catheter-pump connection. The patient was scheduled for a catheter revision on (B)(6) 2019. The pump was placed on minimum rate. Patient status was alive - with injury noted as swelling around the pump site. The hcp aspirated some of the fluid to test it for infection the issue was not resolved. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The cause of the catheter leak was the pump connector had become partially disconnected from the pump. The pump connector was replaced during a revision. The swelling around the pump had decreased. The patient was to be started on a personal therapy manager (ptm) to help with pain control. The catheter leak has been resolved.